Event description:
It was reported that a malfunction alarm occurred. It was also reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 384 mg/dl. The customer continued to use the pump for insulin therapy; however, a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.